Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (salpingectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, injury, pelvic pain and sexual dysfunction to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 07-feb-2023: the correct initial receipt date of this follow-up is 27-jan-2023 instead of 07-feb-2023. The essure removal date was provided and the imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.